Event description:
It was reported that the touch screen was not functioning. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.